Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s system was removed due to infection. It was noted the patient experienced endocarditis and there was vegetation in the right atrium. The patient is enrolled adapt response clinical study. No further patient complications have been reported as a result of this event.